Event description:
It was reported that the user experienced a severe low blood glucose event associated with rapid glucose decline after insulin buildup, which the user treated with rapid-acting carbohydrates taken by mouth. Symptoms included hypoglycemia with loss of consciousness and/or seizure. Outcomes included the need for unexpected medical intervention in the form of medication. Investigation included communication attempts and analysis of the information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding any device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.